Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following : courtney reported ballooned pumping segment sometimes occurring. No other details provided (B)(6) reported difficulty priming the IV set with albumin, propofol and sometimes nitroglycerin infusions. The infusions are in glass bottles. To troubleshoot some clinicians will insert a needle into the vent on the IV set or add 10cc of air into the container. Sometimes leads to not getting all the medication to the patient or the medication on the floor. Cpc reviewed infusing from a glass bottle with clinicians.

Event description:
No additional information was provided. Materials: unknown batch#: unknown. It was reported by the customer that they have difficulty in priming the IV set with albumin, propofol and sometimes nitroglycerin infusions. The infusions are in glass bottles. To troubleshoot some clinicians will insert a needle into the vent on the IV set or add 10cc of air into the container. Sometimes leads to not getting all the medication to the patient or the medication on the floor. Cpc reviewed infusing from a glass bottle with clinicians. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) reported difficulty priming the IV set with albumin, propofol and sometimes nitroglycerin infusions. The infusions are in glass bottles. To troubleshoot some clinicians will insert a needle into the vent on the IV set or add 10cc of air into the container. Sometimes leads to not getting all the medication to the patient or the medication on the floor. Cpc reviewed infusing from a glass bottle with clinicians.

Manufacturer narrative:
It was reported by the customer that they have difficulty in priming the IV set. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.